Event description:
Aseptic loosening of both femoral and tibial components with fracture of morse taper of tibial and femoral components of left total knee replacements. 13 months post left total knee replacement. Originally doing well 4-99 began developing pain; progressively worse proceded with revision 8-30-99.